Manufacturer narrative:
Patient experienced a hyperglycemic event with blood glucose level of 800 mg/dl. Patient was taken to hospital and hospitalized for one night. Device is not available for technical review.

Event description:
Type 2 diabetic on vgo 20 for approximately 1 week spoke with valeritas customer care and reported hospitalization possibly while wearing a vgo device. The patient reported that approximately 1 week ago she told her husband she was not feeling well and he took her to the hospital. She was admitted to the hospital possibly due to bg of up to 800mg/dl. She reported that she was also diagnosed with an uti while in the hospital. Patient was given levofloxacin to treat the uti. It is unclear which symptoms the patient had which prompted going to the hospital. It is not clear if the patient identified the bg of 800mg/dl prior to hospitalization or if this was measured at the hospital. The patient was hospitalized for one night. She did not provide details regarding treatment while hospitalized. She reported that on the day she was hospitalized she also had symptoms of chest pain. She reported that she took nitroglycerin indicating that she has may have a pre existing heart condition. It is unclear if the patient was wearing the vgo when admitted to the hospital. The hospitalization and beginning of vgo use occur around the same date according to this report.

Manufacturer narrative:
Date of report: date corrected. UDI # provided. Initial reporter corrected. Health professional - no checked. Occupation: non healthcare professional. Type of report: follow up #1. If follow up, what type?: correction checked.